Event description:
It was reported that balloon rupture occurred. The target lesion was a chronic total occlusion located in the severely calcified mid right coronary artery (rca). A 1.50mm x 20mm apex¿ flex balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).